Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Patient's relative reported left side rupture confirmed via mammogram completed two months ago ((B)(6) 2025), "capsules" baker grade unknown, gross deformation which goes from her breasts or shoulder blades, malformation, distorted all over the place, and an exchange of textured devices due to patient's concern with product.